Event description:
Pt bought bags of sealed insulin syringes received thru the mail that appeared to be contaminated with blood. Asked pt to keep remaining supply in a sealed bag for further inspection. Pt screened for hiv, rpr, & hepatitis which were negative.